Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable at the distal clevis hub was frayed. The clevis did not exhibit any damage. Failure analysis investigation also found that the edge of the instrument's distal pulley exhibited indentations and the surface of the pulley exhibited scratches. It was concluded that the damage to the instrument's distal pulley was likely due to mishandling/misuse. Evaluation also found that the distal end of the instrument's main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, the wrist on the pk dissecting forceps instrument broke. Reportedly, no pieces from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.